Event description:
It was reported that the user received a pairing failed alert when attempting to pair a freestyle libre 3+ sensor to the ilet bionic pancreas pump, and the issue resolved after rescanning the sensor, which initiated the sensor warmup on the pump. No clinical signs, symptoms, or conditions were reported. Outcomes included restored sensor pairing and continued operation after education and troubleshooting. User support included user-guided troubleshooting and education through customer support. Investigation of this case revealed a transient communication or pairing issue between the pump and cgm that resolved with sensor rescanning, consistent with previously observed device-to-sensor connectivity interruptions. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction contributing to a temporary pairing failure that was mitigated by standard troubleshooting.